Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l72717, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7434a, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that for the past six months the patient¿s device had not been working properly, because the stimulation did not go down the whole right side of her body. It was noted that the devices was on the left side of the patient¿s body and the leads were on the right side. It was indicated that the device worked for the patient for the first 10 years and then her device began needing reprogramming after that. It was later reported that the patient was having the device explanted and it would not be replaced with another one. The patient reportedly had decided not to have another device implanted because she did not feel that it was beneficial. It was noted that the surgery was not yet scheduled, but would likely take place the following week. Four days later, it was reported that the stimulator was not working so the patient was going to have the battery removed soon. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.